Event description:
An optometrist reported that a patient underwent lasik on (B)(6) 2012. On the first day post-op, debris was seen under the flap. The flap was lifted, rinsed, and replaced later the same day. Two days later, the patient was diagnosed with dlk (diffuse lamellar keratitis) and the steroid drops were increased. On (B)(6) 2012 the optometrist reported that the dlk had resolved and the uncorrected va was 20/20. Throughout the period, the patient was asymptomatic.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).